Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak of the left common iliac artery, additional endovascular procedure, buckled stent graft and cranial migration are confirmed. The complaint is likely anatomy related. This is consistent with the reported adverse event/incident. Procedure related harms could not be identified. The combination of the approximately 60-degree angulation of the iliac limb and maximum diameter of 23.6mm of the left common iliac artery likely contributed to the cranial migration with resultant buckling and type ib endoleak. During the investigation, endologix found reasonable evidence to suggest the device was used off-label, due to the angulation of the aortic neck, however it likely did not contribute to the reported event. The clinical evaluation also shows reasonable evidence to suggest there was aneurysm enlargement of 7.9 mm which occurred but was not included in the event as reported. The aneurysm enlargement was discovered during review of the CT scan dated (B)(6) 2024. The case was successfully completed. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an alto stent graft system on (B)(6) 2021. Approximately three (3) years post index procedure a computed tomography (CT) showed that the distal end of the ovation iliac limb migrated proximally/pushed up and is approximately 70 mm from the hypogastric artery, with a type ib endoleak. On (B)(6) 2025, the patient underwent a re-intervention during which the physician implanted 4 nester (non-endologix) coils in the hypogastric artery, ballooned the existing limb with a 14 mm balloon below the main body iliac limb, and used forceps to successfully pull the pushed-up ovation ix iliac limb down. An ovation ix iliac limb was implanted and anchored distally with a protégé (non-endologix) bare metal stent. Post angiogram was performed with a 12x80 mustang (non-endologix) balloon. The case was successfully completed. The final patient status was not reported.